Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the clip became not to be fed into the jaw on the way. Although the clip fell into the patient, it was retrieved. No clips were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.